Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to a non-specific product performance anomaly. No additional adverse patient effects were reported. This device has not been returned. Additional information was received indicating that the reason for explanting this cardiac resynchronization therapy defibrillator (crt-d) was due to a left ventricular (lv) lead replacement needing a different port rather than a product performance anomaly. No adverse patient effects were reported. This device has not been returned.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to a non specific product performance anomaly. No additional adverse patient effects were reported. This device has not been returned. Additional information was received indicating that the reason for explanting this cardiac resynchronization therapy defibrillator (crt-d) was due to a left ventricular (lv) lead replacement needing a different port rather than a product performance anomaly. No adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to a non specific product performance anomaly. No additional adverse patient effects were reported. This device has not been returned.